Event description:
Pt alleges receiving breast implants on 11/3/88. Pt also alleges having leakage and rupture on 6/5/96; therefore, pt had removal and replacement of one implant on 9/17/96. Co is unable to determine which implant was removed. Physician's note states "possible rupture and pain confirmed on mammogram and ultrasound." Pt also alleges having other procedures performed on her breasts, including debriding of right and left breast wound, ssg (subcutaneous skin graft) to defect left breast, left augmentation, scar revision right and left breast, left nipple reconstruction using nipple sharing and ftg (femoral tissue graft) from groin, scar revision right breast, excision mole abdomen, correction contour deformity left breast, localized lipectomy right lateral chest, scar revision and flat left breast, left nipple reconstruction, excision breast lump right breast, left nipple reconstruction, left breast lump removed.